Event description:
It was reported that the pt expired after an implant duration of two months, due to unk reasons. Pt also had a 6900p, 31mm device implanted on the same day in the mitral position. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.